Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - the event described is confirmed. - this event is due to a telemetry error which led to a software bug which prevents the programmer from deciphering the patient data, an encryption key reading is required. - in case the event re-occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. - this complaint has been recorded for trending purpose. Please refer to the attached analysis report.

Event description:
On (B)(6) 2024, new crt-d system implanted. All patient data (name, gender, date of birth, disease, leads information, date of implantation) was confirmed to be lost at the check week one week later (on (B)(6) 2024). On (B)(6) 2024, the device has been interrogated and confirmed patient data on the device was confirmed to be lost, and the patient data was re-entered. The patient data entry was confirmed to be complete at the time of implantation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2024, new crt-d system implanted. All patient data (name, gender, date of birth, disease, leads information, date of implantation) was confirmed to be lost at the check week one week later (on (B)(6) 2024). On (B)(6) 2024, the device has been interrogated and confirmed patient data on the device was confirmed to be lost, and the patient data was re-entered. The patient data entry was confirmed to be complete at the time of implantation.